Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd insyte autoguard shielded IV catheter, the catheter detached from the hub while the catheter was in the patient. The patient required surgery to remove the broken catheter.

Manufacturer narrative:
Results: although it was initially reported that a sample was available for evaluation, a sample was not returned to evaluate. A review of the device history record could not be performed as a lot # for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.